Manufacturer narrative:
Gbo complaint: (B)(4). No samples (actual or unused) were received for evaluation. Complaint received via medwatch. Customer was unable to provide the material# and batch# with which the issues occurred. Unfortunately, without basic information, an investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Via medwatch report, customer indicated that they have had three separate events in which the needle separated from the holder during blood draws.